Event description:
Customer reportedly, rec'd results of 254mg/dl and 100mg/dl within 10 mins on the advantage sys. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.